Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular (rv) lead integrity alert warning occurred for increased sensing integrity counter (sic) and rv lead impedance variation in last 60 days on (B)(6) 2016. Rv pace lead impedance was 893 ohms on (B)(6) 2016. Sics went up to 63 (within 28 days). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for fluctuating pacing impedances and elevated sensing integrity counter (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.